Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5118405), in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Alleging the patient was diagnosed with stage four lung cancer while using a philips dreamstation CPAP. The device was used from 2021 through 2022, until the patients death. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. No initial reporter contact information in the voluntary medwatch form due to submitter requesting to remain confidential. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.